Manufacturer narrative:
The devex cage inserter inner rod was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level showed no signs of device failure or any abnormalities. A review of the device history record (DHR) could not be performed as the lot number was not provided. Trend search found no related complaints. A device failure was not identified therefore this complaint file will be closed with no further action required. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thread at the proximal end of inner shaft broken. Properly using is not possible.